Event description:
It was reported that a pump would not comment to the customer's wireless network. The customer stated that the device was tested with several known good wireless modules and the device would not connect. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was tested and able to connect to the baxter wireless network. No malfunction could be confirmed or reproduced. The device was received with the net work settings at default. The device was not configured to the customer's wireless network.